Manufacturer narrative:
Date of event and patient weight are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02641. It was reported the patient experienced pain at the ipg site due to recent weight loss and high impedances on the lead. The patient underwent surgical intervention, and it was discovered during the surgery the lead was fractured near the ipg site. As a result, the lead and ipg were replaced to address the issue. The system was explanted.